Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after evaluation of all device components.

Event description:
The knee joint locked up during swing phase, patient fell and broke his femur above an osseointegrated implant (endo-exo-prosthesis). According to technician no detailed information to the manufacturer of the implant is known. The patient gave the information about the surgery of the "endo-exo-prosthesis" in the (B)(6) by dr. (B)(6).

Manufacturer narrative:
The evaluation of the knee joint showed no relevant error which may have caused or contributed to the reported fall.